Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding an unknown patient with an implantable drug infusion system. The medication being delivered as well as the indication for use was unknown. It was reported that on an unknown date the patient's pump started to critically alarm. A health care professional interrogated the patient's pump and noted that the elective replacement indicator and end of service had occurred. The health care professional wanted to stop the pump from alarming but was unable to update the pump. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. The problem was assumed to be resolved.